Event description:
During a lap cholecystectomy prodcedure, the surgeon found that the clips were either not closing properly around the vessels or the clip did not fire at all. Had to use another clip applier to complete the case. There were no adverse consequences to the patient. One device returning.